Manufacturer narrative:
(B)(4). Incorrect anatomy. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the coronary stent graft system, graftmaster rapid exchange (rx), domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the graftmaster stent was used to treat a moderate perforation that occurred in the left popliteal and ostial anterior tibial (at) arteries after directional atherectomy was performed with the use of a non-abbott device. A 2.8 x 19 mm graftmaster stent was deployed at 16 atm for 2 minutes. The stent was not well apposed with the leak. A 3.0 mm x 20 mm nc bdc was inflated to 12 atm followed by a 3.25 x 15 mm bdc through the edges of the stent and inflated to 16 atm in the middle of the stent. Angiography revealed no further leak/perforation. After additional treatment of other lesions the final angiography revealed excellent flow throughout the at. There was no reported adverse patient sequela. No additional information was provided.